Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, abnormal mensus, period stops, hot flashes, menorrhagia, mittelschmerz, dysmenorrhea, amenorrhea, abdominal spasms/ twitching/fluttering, back pain, chronic pelvic pain, constipation, diarrhea, severe bloating, heartburn, headaches/migraines, dizziness, tingling sensations, numbness, brain fog/cloudiness/forgetfulness, anxiety/panic attacks, mood swings, depression/sadness, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness/tingling (hands, feet, arms, legs), vitamin d deficiency, allergic reactions, rashes, skin irritation/itching, heart palpitations, hair growth in new places, dental issues, insomnia, weight issues, severe bloating.

Event description:
(B)(4). Had a doctor's appt with my obgyn. She ordered an ultra sound which came back normal with an impression that I may have pcos. The coils also "look" to be in place but won't know for sure until surgery is scheduled for (B)(6) 2016. Going back to discuss options if I do have pcos and if an ablation is the right step or should I just go ahead and get a hysterectomy since my risk for endometrial cancer is higher with pcos. No history in the family of pcos either.